Manufacturer narrative:
There was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred during the surgical procedure. The root cause of the patient's post-operative complications cannot be determined. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2016. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted pharyngectomy procedure, the patient aspirated from post-operative light bleeding and received artificial respiration. However, the root cause of the post-operative complication is unknown. In addition, there was no allegation that a malfunction of the da vinci surgical system had occurred.

Event description:
It was reported that after completion of a da vinci-assisted pharyngectomy procedure, the patient allegedly suffocated by aspiration from light bleeding. On 09/21/2017 and 10/02/2017, intuitive surgical, inc. (Isi) obtained the following additional information from the site regarding the reported event: there was no report or allegation that a malfunction of a da vinci system, instrument, or accessory occurred during the surgical procedure. The patient also did not experience any intra-operative complications. Post-operatively, on an unspecified date, the patient developed edema in the throat and experienced dysphagia. In addition, the patient allegedly experienced suffocation after aspirating blood. As a result, the patient was administered artificial respiration and was taken to the ICU. No additional medical intervention was administered in the ICU. The site also indicated that no medical intervention was administered specifically for the post-operative light bleeding. On 10/02/2017, isi received information indicating that the patient was currently in good condition and has since been discharged from the hospital.